Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a 300cm v-14 control wire. Visual inspection of the returned guidewire showed the distal tip damaged; the polymer tip was detached. The damage was noted to be the wire coating peeling. The damaged section was located approximately at 299.3 cm from the proximal end; the detached section not returned. The guidewire body was kinked approximately at 280 cm and 283 cm from the proximal end. The distal end of the guidewire was bent. The overall length and outer diameter (od) of the distal tip could not be performed due to polymer tip detached, od of middle of the device and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11-may-2020. It was reported that tip damage occurred and crossing difficulties were encountered. The target lesion was located in the calcified iliac vessel. A 300cm straight tip v-14 control wire was advanced to the target lesion. However, it was noted that the tip of the wire was damaged and could not cross the calcified lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good. However, returned device analysis revealed peeled wire coating.